Event description:
It was reported that this patient presented to the emergency room (ER) due to dizziness. The physician requested to review device data. Technical services reviewed and found this right ventricular (rv) lead exhibited loss of capture. Additionally, the right ventricular autothreshold (rvat) test episodes stored in the configured collection period were out of range. Further evaluation is recommended. At this time, the lead remains in service. No adverse patient effects were reported.